Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient had to go through an MRI because they had something wrong with a vertebrae and a pinched nerve in their lower lumbar area. The caller said the stimulator never worked for them and the doctor they were going to had no advice and trying to talk to a manufacturing representative (rep) over the phone was out of the question because it still did not work and the doctor talked them into a second one so they had not used it and it was sitting there in their back and they had changed urologists since then. Reviewed information about activating MRI mode and offered and sent email with step by step instructions. Redirected them to their doctor.